Manufacturer narrative:
This report is submitted on 12 november 2019.

Event description:
Per the clinic, the patient experienced an infection at implant site and was treated with oral and topical antibiotics (date and duration not reported).

Manufacturer narrative:
Correction: it was reported that the previously reported infection occurred prior to cochlear implantation. The patient was previously implanted with another manufacturer's device. The reported infection was not related to the current cochlear implant. This report is submitted january 3, 2020.